Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the bluetooth (ble) telemetry was due to excessive ble usage noted on the implantable cardioverter defibrillator (ICD), which resulted in telemetry lockout. The ICD was re-interrogated which resolved the issue. There were no reported adverse effects to the patient.